Event description:
It was reported that the customer had an issue with a sensor. The sensor cracked along the outer body. The customer noticed the cracked sensor when he/she removed it. The sensor was not working properly since it was inserted. His/her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.